Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, a malfunction alarm and a temperature alarm occurred while exposed to 98 degree fahrenheit temperature. Reportedly the customer had an alternate pump for insulin therapy. Customer's blood glucose level was between 403-451 mg/dl.

Manufacturer narrative:
Removed MDR codes (B)(4).